Manufacturer narrative:
UDI provided. Updated to proper value. Device manufacture date was provided. Updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was damage to the fluoronav reference frame, the long cable had recognition failure. There was no patient present.

Manufacturer narrative:
Analysis on the returned frame resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states, when connected to a known good system the returned frame had no leds firing. The frame also had no lighted status on the tiu. All leds on the returned frame had a dark, glossing appearance. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.